Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported feeling a shocking sensation yesterday (B)(6) 2025 where the implant was located and they did not want to feel that again. Agent explained to patient, they could decrease the stimulation to a comfortable level while they tried to discuss with health care provider (hcp) but the patient refused and mentioned they will wait until their rep returned the voicemail that they left yesterday. Finally, the agent reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue.